Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the cuff, balloon, and pump found there were no abnormalities or leaks present with the device. The functional testing performed identified that the product operated within product specifications. Based on the information available and analysis results, the allegations could not be confirmed. The reported events are known adverse events with this device; therefore, a conclusion of known inherent risk of device was chosen for this investigation.

Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), presented with incontinence, retention, pain, possible infection, and erosion of the pump through the scrotal wall. Upon explant of the aus, there was no evidence of infection, but scarring was present. There were no additional patient complications present.